Event description:
Nurse reported to baxter product surveillance that the twist clamp became separated on a transfer set. Home patient then reported that the white clamp had slid all the way down the silicone tubing. The set had been in use for approximately 30-60 days. Although prophylactic antibiotics were administered, there was no injury to the home patient.